Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps3 was evaluated and readjusted. The left monitor power connector and display adapter pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to produce an image on left monitor. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedure delays. There is no report of injury or death associated with this event.